Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump. Customer reverted to an alternate method of insulin therapy.